Event description:
Healthcare professional reported "intracapsulare rupture of the right device, silicone perspiration, deflation, folds, waves, rotation and color modification" diagnosed via ultrasound and magnetic resonance imaging(MRI). This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Reason for reoperation: rupture and silicone perspiration. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ gel bleed: not observed since the shell barrier can be observed through microscopic inspection. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "intracapsulare rupture of the right device, silicone perspiration, deflation, folds, waves, rotation and color modification" diagnosed via ultrasound and magnetic resonance imaging(MRI). This record is for the right side. The device was explanted and replaced.